Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic seizure and high blood glucose on (B)(6) 2017. The customer¿s current blood glucose level was 20 mg/dl at time of incident and current blood glucose level was 115 mg/dl. The customer¿s current blood glucose level were 200mg/dl, 24 mg/dl, 102mg/dl, 46 mg/dl, 77 mg/dl and 569 mg/dl. The customer was treated with food. The customer alleged pump was over delivering and blood glucose was dropped very fast. The customer was advised to disconnect from the pump. The insulin pump will not be returned for analysis.